Event description:
Pt reports dizziness with increases in her remodulin , last increase in (B)(6)2018 she states it goes away after a while. Pt also reports dead pixels across her ms3 screen (B)(4) which still functions and is readable. Will replace device. The reported product fault occurred while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device, reported to (B)(6) by: pt/caregiver. Diagnosis or reason for use: pah.